Event description:
Facility reported that "fistula needle came out of arm, patient lost approx 150cc blood." Dated 23jan 2009, based on jmsna clinical affairs feedback, the weight combined with the angle of the backend of the sysloc mini was the cause of the tape to loosen. This subsequently might have resulted in needle dislodgement.

Manufacturer narrative:
The cannulation angle, gravitational pull on the avf set, poor adhesion strength of the tape and patient perspiration are possible factors that might result on the needle dislodge of avf set from the patient's access, resulting in blood loss. Conclusion: from the information gathered by jmsna, this incident was not related to our device as quoted in their e-mail dated 23 january 2009. There was no malfunction on the needle itself. From our preserved sample evaluation and DHR review, the complaint lot met the qa specification prior releasing it into the market. Thus, no corrective action will be applicable as reported incident is not related to any malfunction of our product. However, upon receipt of this complaint, jmsna had sent training materials including recommended taping technique. We assure you that jmss will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers.